Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The impedance measurements revealed high values on port c. The patient underwent an ipg replacement procedure.